Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 627 mg/dl. The customer suspected that the high bg was due to the healthcare provider changing the pump basal rate setting. The customer was admitted to the hospital and was treated with intravenous drip. While being treated in the hospital, the bg lowered to 35 mg/dl and was treated with intravenous glucose. The customer was discharged after the bg had elevated. As the event had occurred in the past, the date of discharge could not be recalled by the customer.